Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 48 hours. The patient has atrial fibrillation, type 1 diabetes, high blood pressure, high cholesterol, and history of fibromyalgia. The patient was treated with an EKG, a bag of "dehydration fluids" and gave one injection of humalog 10 units. The patient was discharged a few hours later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.